Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1kr14 , implanted: (B)(6)2017, explanted: (B)(6) 2020, product type: lead ,other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needed an MRI compatible device. A revision was performed on (B)(6) 2022 for this, which resulted in a broken piece of electrode retained in the left s4. Imaging was done to see the broken piece of electrode on (B)(6) 2021. An additional surgery was done on (B)(6) 2021 for removal of the broken electrode to make the unit totally MRI compatible. The issue was resolved without sequelae on (B)(6) 2021.